Event description:
Patient presented to hospital for ventricular tachycardia ablation. Normal process during procedure is to stimulate the patient into ventricular tachycardia to determine areas for ablation to occur. During the procedure, the patient was stimulated into ventricular tachycardia but could not be converted back into sinus rhythm and the patient expired.